Manufacturer narrative:
The device has been received and an investigation is underway. Upon completion of our analysis, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella rp device. During an attempted insertion of the rp device, through the introducer, the patient's vein was perforated. The introducer was left in place and the patient was transferred to a new hospital for escalation of care. Vascular surgery was performed, thereafter.

Manufacturer narrative:
The 23 fr introducer was returned for analysis and the tip of the device was found split at the peel-away score line and tip. No other damage or abnormalities were noted. After review of the information provided on this event, we feel the root cause of the reported vessel damage was related to an interaction between the sheath and the patient's vessels.